Event description:
Reporter observed a pt who was prescribed the vest for respiratory problems. The vest is a device which squeezes the chest in an effort to remove mucus and accumulated bronchial serections. After being prescribed this vest, the pt developed a branch vein occlusion in their eye. Reporter thinks there may be a relation to the use of the vest and to the pt's ocular problem. There is a well known disease in ophthalmology which is caused by crushed chest injuries. This is called purtcher's retinopathy. Reporter certainly cannot prove a direct causal relationship, but there does seem to be a similarity to the goal of the vest system and squeezing the chest, which might cause ocular injury. In any event, reporter thinks this needs to be documented to see if there are any other cases. Reporter also thinks FDA might want to consider having the co place a warning or at least review the occurrences of similar problems in other pts.